Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing lead could not be implanted in the right atrium. When inspected ex-situ, it was noted that the helix did not extend evenly and it was bend sideways. The lead was removed and replaced. No patient complications have been reported as a result of this event.